Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer experienced an elevated blood glucose (bg) level of "high", although a specific value was not given. Customer's cousin was required to intervene by assisting in giving the customer an insulin shot. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.